Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Upon follow up, the customer declined to troubleshoot and declined to provide additional information regarding the issue.